Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2026). SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN KNEE ARTHROPLASTY: 1. PRIMARY UNICONDYLAR KNEE ARTHROPLASTY (UKA). - GENESIS UNI OXINIUM COMPONENT: IMPLANTED IN A TOTAL OF SEVEN HUNDRED AND NINETY-TWO (792) KNEES BETWEEN (B)(6) 2003 AND (B)(6) 2021. FROM THESE, EIGHTY-SEVEN (87) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) KNEES DUE TO INFECTION, THIRTY-FOUR (34) DUE TO PROGRESSIVE ARTHRITIS REMAINING, EIGHT (8) DUE TO ASEPTIC LOOSENING FEMUR, THIRTY-TWO (32) DUE TO ASEPTIC LOOSENING TIBIA, TWELVE (12) DUE TO UNEXPLAINED PAIN, TWO (2) DUE TO STIFFNESS, SIX (6) DUE TO MALALIGNMENT, NINE (9) DUE TO INSTABILITY, TWO (2) DUE TO DISLOCATION / SUBLUXATION, TWO (2) DUE TO PERIPROSTHETIC FRACTURE, NINE (9) DUE TO WEAR OF POLYETHYLENE COMPONENT, THREE (3) DUE TO LYSIS - TIBIA, FIVE (5) DUE TO LYSIS - FEMUR, FIVE (5) DUE TO OTHER/NOT RECORDED REASONS. MULTIPLE REASONS FOR REVISION MAY BE LISTED FOR A SINGLE PROCEDURE. OF THE 87 TOTAL REVISION SURGERIES, 79 WERE PREVIOUSLY SUBMITTED TO FDA AND 8 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. 2. PRIMARY TOTAL KNEE ARTHROPLASTY: - LEGION POSTERIOR STABILIZED (PS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF ONE HUNDRED ONE (101) KNEES BETWEEN (B)(6) 2011 AND (B)(6) 2026. FROM THESE, NINE (9) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FOUR (4) KNEES DUE TO PROGRESSIVE ARTHRITIS, ONE (1) KNEE DUE TO DISLOCATION/SUBLUXATION, TWO (2) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO INSTABILITY, ONE (1) KNEE DUE TO PAIN AND ONE (1) KNEE DUE TO STIFFNESS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. OF THE 9 TOTAL REVISION SURGERIES, 8 WERE PREVIOUSLY SUBMITTED TO FDA AND 1 NEW REVISION WAS IDENTIFIED DURING THIS REPORTING QUARTER. - LEGION CONSTRAINED COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF NINETEEN (19) KNEES BETWEEN (B)(6) 2013 AND (B)(6) 2024. FROM THESE, ONE (1) KNEE WAS LATER REVISED DUE TO INFECTION. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. 3. REVISION TOTAL KNEE ARTHROPLASTY: - LEGION CONSTRAINED (REVISION) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF THREE THOUSAND FIVE HUNDRED AND SEVEN (3,507) KNEES BETWEEN (B)(6) 2006 AND (B)(6) 2026. FROM THESE, TWO HUNDRED AND NINETY-NINE (299) WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: ONE HUNDRED TWENTY-FOUR (124) KNEES DUE TO INFECTION, FORTY-EIGHT (48) DUE TO LOOSENING OF THE TIBIA, TWENTY-SIX (26) DUE TO LOOSENING OF THE FEMUR, TWELVE (12) DUE TO LOOSENING OF THE PATELLA, NINETEEN (19) DUE TO PAIN, FIFTY-SEVEN (57) DUE TO INSTABILITY, NINE (9) DUE TO PROGRESSIVE ARTHRITIS REMAINING, TWENTY (20) DUE TO STIFFNESS, NINE (9) DUE TO WEAR OF POLYETHYLENE COMPONENT, NINE (9) DUE TO PERIPROSTHETIC FRACTURE, FOUR (4) DUE TO IMPLANT FRACTURE, NINE (9) DUE TO LYSIS OF THE FEMUR, SEVEN (7) DUE TO LYSIS OF THE TIBIA, FOURTEEN (14) DUE TO DISLOCATION, SIX (6) DUE TO IMPLANT DISSOCIATION, FIVE (5) DUE TO MALALIGNMENT, ONE (1) DUE TO LEG LENGTH DISCREPANCY, AND TWENTY-TWO (22) DUE TO OTHER REASONS. MULTIPLE REASONS FOR REVISION MAY BE LISTED FOR A SINGLE PROCEDURE. OF THE 299 TOTAL RE-REVISION SURGERIES, 281 WERE PREVIOUSLY SUBMITTED TO FDA AND 18 NEW RE-REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. - LEGION CR OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF FORTY (40) KNEES BETWEEN (B)(6) 2012 AND (B)(6) 2025. OF THESE, ONE (1) KNEE REQUIRED RE-REVISION DUE TO UNEXPLAINED PAIN. ALTOGETHER, A TOTAL QUANTITY OF 10 REVISIONS AND 19 RE-REVISIONS (29 EVENTS IN TOTAL) WERE IDENTIFIED DURING THE CURRENT REPORTING QUARTER BASED ON THE NATIONAL JOINT REGISTRY (NJR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE GENESIS UNICOMPARTMENTAL (UNI) AND LEGION TOTAL KNEE SYSTEMS PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENTS WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL THEIR THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. DUE TO THE LOW NUMBER OF IMPLANT USAGE FOR THE LEGION CONSTRAINED COCR AND LEGION CR OXINIUM FEMORAL COMPONENTS, IT MAKES THE STATISTICAL MODEL NOT RELIABLE FOR COMPARISON TO CLASS AVERAGE. WITH ONLY ONE REVISION REPORTED, NO MEANINGFUL CONCLUSIONS CAN BE MADE REGARDING THE PERFORMANCE OF THE DEVICES. AOANJRR REPORTS THAT FOR THE GENESIS UNI FEMORAL COMPONENTS, IT CAN BE DETERMINED THAT THERE IS NO STATISTICALLY SIGNIFICANT DIFFERENCE BETWEEN THE REVISION RATES OF THE STUDY DEVICE AND THE UKR CLASS ACROSS MOST POSTOPERATIVE YEARS, AS DETERMINED BY OVERLAPPING 95% CONFIDENCE INTERVALS. STATISTICALLY SIGNIFICANT DIFFERENCES ARE IDENTIFIED AT THE FIRST POSTOPERATIVE YEAR, WHERE THE STUDY DEVICE DEMONSTRATES LOWER REVISION RATES THAN THE UKR CLASS, AND AT THE SEVENTH (7TH) AND EIGHTH (8TH) POSTOPERATIVE YEARS, WHERE THE STUDY DEVICE DEMONSTRATES HIGHER REVISION RATES THAN THE UKR CLASS, AS EVIDENCED BY NON OVERLAPPING 95% CONFIDENCE INTERVALS. IN ANALYSIS OF REASONS FOR REVISION OF GENESIS UNI OXINIUM FEMORAL COMPONENT, PROGRESSIVE ARTHRITIS REMAINING ACCOUNTS FOR AROUND 40% (34/87) OF REASONS FOR REVISION, WHICH IS NOT NECESSARILY RELATED TO THE GENESIS UNI OXINIUM FEMORAL IMPLANT AND MAY NOT REFLECT THE PERFORMANCE OF THE DEVICE. THE LEGION PS OXINIUM FEMORAL COMPONENTS, WITH PATELLA NOT RESURFACED, THE CUMULATIVE REVISION RATES WERE STATISTICALLY SIGNIFICANTLY HIGHER THAN THE CLASS AT 10 YEARS OF FOLLOW-UP BASED ON NON-OVERLAPPING CONFIDENCE INTERVALS. AGE ANALYSIS REPORTED IN THE NJREW SHOWED HIGHER PERCENTAGE OF YOUNGER PATIENTS (<65 YEARS) FOR LEGION PS OXINIUM KNEES. THE 2025 NJREW ANNUAL REPORT SHOWED THAT THE MEAN AGE FOR ALL TKA CLASS IS 70 YEARS. OVERALL, YOUNGER AGE HAS BEEN REPORTED BY THE NJREW REGISTRY AS A RISK FACTOR ASSOCIATED WITH HIGHER REVISIONS. BY OBSERVING THE CUMULATIVE REVISION RATES OF THE LEGION CONSTRAINED OXINIUM FEMORAL COMPONENT, IT CAN BE DETERMINED THAT THERE IS A STATISTICALLY SIGNIFICANT DIFFERENCE BETWEEN THE REVISION RATES OF THE STUDY DEVICE AND THE CLASS, AS DETERMINED BY NON-OVERLAPPING 95% CONFIDENCE INTERVALS, WITH THE DEVICE DEMONSTRATING LOWER REVISION RATES ACROSS ALL EVALUATED POSTOPERATIVE YEARS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN KNEE ARTHROPLASTY: 1. PRIMARY UNICONDYLAR KNEE ARTHROPLASTY (UKA). - GENESIS UNI OXINIUM COMPONENT: IMPLANTED IN A TOTAL OF SEVEN HUNDRED AND NINETY-TWO (792) KNEES BETWEEN (B)(6) 2003 AND (B)(6) 2021. FROM THESE, EIGHTY-SEVEN (87) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) KNEES DUE TO INFECTION, THIRTY-FOUR (34) DUE TO PROGRESSIVE ARTHRITIS REMAINING, EIGHT (8) DUE TO ASEPTIC LOOSENING FEMUR, THIRTY-TWO (32) DUE TO ASEPTIC LOOSENING TIBIA, TWELVE (12) DUE TO UNEXPLAINED PAIN, TWO (2) DUE TO STIFFNESS, SIX (6) DUE TO MALALIGNMENT, NINE (9) DUE TO INSTABILITY, TWO (2) DUE TO DISLOCATION / SUBLUXATION, TWO (2) DUE TO PERIPROSTHETIC FRACTURE, NINE (9) DUE TO WEAR OF POLYETHYLENE COMPONENT, THREE (3) DUE TO LYSIS - TIBIA, FIVE (5) DUE TO LYSIS - FEMUR, FIVE (5) DUE TO OTHER/NOT RECORDED REASONS. MULTIPLE REASONS FOR REVISION MAY BE LISTED FOR A SINGLE PROCEDURE. OF THE 87 TOTAL REVISION SURGERIES, 79 WERE PREVIOUSLY SUBMITTED TO FDA AND 8 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. 2. PRIMARY TOTAL KNEE ARTHROPLASTY: - LEGION POSTERIOR STABILIZED (PS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF ONE HUNDRED ONE (101) KNEES BETWEEN (B)(6) 2011 AND (B)(6) 2026. FROM THESE, NINE (9) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FOUR (4) KNEES DUE TO PROGRESSIVE ARTHRITIS, ONE (1) KNEE DUE TO DISLOCATION/SUBLUXATION, TWO (2) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO INSTABILITY, ONE (1) KNEE DUE TO PAIN AND ONE (1) KNEE DUE TO STIFFNESS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. OF THE 9 TOTAL REVISION SURGERIES, 8 WERE PREVIOUSLY SUBMITTED TO FDA AND 1 NEW REVISION WAS IDENTIFIED DURING THIS REPORTING QUARTER. - LEGION CONSTRAINED COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF NINETEEN (19) KNEES BETWEEN (B)(6) 2013 AND (B)(6) 2024. FROM THESE, ONE (1) KNEE WAS LATER REVISED DUE TO INFECTION. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. 3. REVISION TOTAL KNEE ARTHROPLASTY: - LEGION CONSTRAINED (REVISION) OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF THREE THOUSAND FIVE HUNDRED AND SEVEN (3,507) KNEES BETWEEN (B)(6) 2006 AND (B)(6) 2026. FROM THESE, TWO HUNDRED AND NINETY-NINE (299) WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: ONE HUNDRED TWENTY-FOUR (124) KNEES DUE TO INFECTION, FORTY-EIGHT (48) DUE TO LOOSENING OF THE TIBIA, TWENTY-SIX (26) DUE TO LOOSENING OF THE FEMUR, TWELVE (12) DUE TO LOOSENING OF THE PATELLA, NINETEEN (19) DUE TO PAIN, FIFTY-SEVEN (57) DUE TO INSTABILITY, NINE (9) DUE TO PROGRESSIVE ARTHRITIS REMAINING, TWENTY (20) DUE TO STIFFNESS, NINE (9) DUE TO WEAR OF POLYETHYLENE COMPONENT, NINE (9) DUE TO PERIPROSTHETIC FRACTURE, FOUR (4) DUE TO IMPLANT FRACTURE, NINE (9) DUE TO LYSIS OF THE FEMUR, SEVEN (7) DUE TO LYSIS OF THE TIBIA, FOURTEEN (14) DUE TO DISLOCATION, SIX (6) DUE TO IMPLANT DISSOCIATION, FIVE (5) DUE TO MALALIGNMENT, ONE (1) DUE TO LEG LENGTH DISCREPANCY, AND TWENTY-TWO (22) DUE TO OTHER REASONS. MULTIPLE REASONS FOR REVISION MAY BE LISTED FOR A SINGLE PROCEDURE. OF THE 299 TOTAL RE-REVISION SURGERIES, 281 WERE PREVIOUSLY SUBMITTED TO FDA AND 18 NEW RE-REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. - LEGION CR OXINIUM FEMORAL COMPONENT: IMPLANTED IN A TOTAL OF FORTY (40) KNEES BETWEEN (B)(6) 2012 AND (B)(6) 2025. OF THESE, ONE (1) KNEE REQUIRED RE-REVISION DUE TO UNEXPLAINED PAIN. ALTOGETHER, A TOTAL QUANTITY OF 10 REVISIONS AND 19 RE-REVISIONS (29 EVENTS IN TOTAL) WERE IDENTIFIED DURING THE CURRENT REPORTING QUARTER BASED ON THE NATIONAL JOINT REGISTRY (NJR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00265394-1-L80,,7/15/2026,4/10/2026,GENESIS UNI Knee System,GENESIS UNI Oxinium Femoral Component,,,,,,K030301,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of seven hundred and ninety-two (792) knees underwent primary UKA procedures between 11-Dec-2003 and 13-Dec-2021, using a GENESIS UNI Oxinium Femoral Component. Of these, one (1) patient required a revision surgery duo to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual GENESIS UNI Oxinium Femoral Component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of seven hundred and ninety-two (792) knees underwent primary UKA (unicondylar knee arthroplasty) between 11-Dec-2003 and 13-Dec-2021 in which a GENESIS UNI Oxinium Femoral Component was implanted. Of these, eighty-seven (87) knees required revision due to the following reasons: three (3) knees due to infection, thirty-four (34) due to progressive arthritis remaining, eight (8) due to aseptic loosening femur, thirty-two (32) due to aseptic loosening tibia, twelve (12) due to unexplained pain, two (2) due to stiffness, six (6) due to malalignment, nine (9) due to instability, two (2) due to dislocation / subluxation, two (2) due to periprosthetic fracture, nine (9) due to wear of polyethylene component, three (3) due to lysis - tibia, five (5) due to lysis - femur, five (5) due to other/not recorded reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 11-Dec-2003 and 13-Dec-2021 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven hundred and ninety-two (792) knees underwent primary UKA in which a GENESIS UNI Oxinium Femoral Component was implanted in United Kingdom between 11-Dec-2003 and 13-Dec-2021. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 0.25% (0.06% - 0.60%) vs 0.86% (0.82% - 0.90%) of the class;-At 2nd post-operative year: 1.27% (0.69% - 2.05%) vs 1.91% (1.85% - 1.97%) of the class;-At 3rd post-operative year: 2.30% (1.45% - 3.34%) vs 2.81% (2.73% - 2.89%) of the class;-At 4th post-operative year: 3.46% (2.38% - 4.73%) vs 3.56% (3.47% - 3.65%) of the class;-At 5th post-operative year: 4.52% (3.27% - 5.98%) vs 4.28% (4.18% - 4.38%) of the class;-At 6th post-operative year: 5.35% (3.96% - 6.94%) vs 5.02% (4.92% - 5.13%) of the class;-At 7th post-operative year: 6.95% (5.34% - 8.77%) vs 5.80% (5.68% - 5.92%) of the class;-At 8th post-operative year: 7.92% (6.17% - 9.87%) vs 6.67% (6.53% - 6.80%) of the class;-At 9th post-operative year: 8.65% (6.80% - 10.71%) vs 7.50% (7.36% - 7.65%) of the class;-At 10th post-operative year: 9.46% (7.48% - 11.65%) vs 8.40% (8.24% - 8.56%) of the class;-At 11th post-operative year: 10.14% (8.06% - 12.44%) vs 9.40% (9.23% - 9.58%) of the class;-At 12th post-operative year: 11.61% (9.30% - 14.19%) vs 10.48% (10.29% - 10.68%) of the class;-At 13th post-operative year: 12.54% (10.06% - 15.27%) vs 11.44% (11.23% - 11.66%) of the class;-At 14th post-operative year: 12.89% (10.35% - 15.72%) vs 12.50% (12.27% - 12.74%) of the class;-At 15th post-operative year: 14.14% (11.32% - 17.22%) vs 13.67% (13.41% - 13.94%) of the class;-At 16th post-operative year: 15.08% (12.06% - 18.63%) vs 14.86% (14.57% - 15.16%) of the class;-At 17th post-operative year: 15.76% (12.54% - 19.66%) vs 16.07% (15.74% - 16.40%) of the class;-At 18th post-operative year: 15.76% (12.54% - 20.97%) vs 17.18% (16.81% - 17.56%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the UKR class across most postoperative years, as determined by overlapping 95% confidence intervals. Statistically significant differences are identified at the first postoperative year, where the study device demonstrates lower revision rates than the UKR class, and at the seventh (7th) and eighth (8th) postoperative years, where the study device demonstrates higher revision rates than the UKR class, as evidenced by non overlapping 95% confidence intervals. In analysis of reasons for revision of GENESIS UNI Oxinium Femoral Component, progressive arthritis remaining accounts for around 40% (34/87) of reasons for revision, which is not necessarily related to the GENESIS UNI Oxinium Femoral implant and may not reflect the performance of the device.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00265394-1-L81,,7/15/2026,4/10/2026,GENESIS UNI Knee System,GENESIS UNI Oxinium Femoral Component,,,,,,K030301,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of seven hundred and ninety-two (792) knees underwent primary UKA procedures between 11-Dec-2003 and 13-Dec-2021, using a GENESIS UNI Oxinium Femoral Component. Of these, one (1) patient required a revision surgery duo to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual GENESIS UNI Oxinium Femoral Component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of seven hundred and ninety-two (792) knees underwent primary UKA (unicondylar knee arthroplasty) between 11-Dec-2003 and 13-Dec-2021 in which a GENESIS UNI Oxinium Femoral Component was implanted. Of these, eighty-seven (87) knees required revision due to the following reasons: three (3) knees due to infection, thirty-four (34) due to progressive arthritis remaining, eight (8) due to aseptic loosening femur, thirty-two (32) due to aseptic loosening tibia, twelve (12) due to unexplained pain, two (2) due to stiffness, six (6) due to malalignment, nine (9) due to instability, two (2) due to dislocation / subluxation, two (2) due to periprosthetic fracture, nine (9) due to wear of polyethylene component, three (3) due to lysis - tibia, five (5) due to lysis - femur, five (5) due to other/not recorded reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 11-Dec-2003 and 13-Dec-2021 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven hundred and ninety-two (792) knees underwent primary UKA in which a GENESIS UNI Oxinium Femoral Component was implanted in United Kingdom between 11-Dec-2003 and 13-Dec-2021. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 0.25% (0.06% - 0.60%) vs 0.86% (0.82% - 0.90%) of the class;-At 2nd post-operative year: 1.27% (0.69% - 2.05%) vs 1.91% (1.85% - 1.97%) of the class;-At 3rd post-operative year: 2.30% (1.45% - 3.34%) vs 2.81% (2.73% - 2.89%) of the class;-At 4th post-operative year: 3.46% (2.38% - 4.73%) vs 3.56% (3.47% - 3.65%) of the class;-At 5th post-operative year: 4.52% (3.27% - 5.98%) vs 4.28% (4.18% - 4.38%) of the class;-At 6th post-operative year: 5.35% (3.96% - 6.94%) vs 5.02% (4.92% - 5.13%) of the class;-At 7th post-operative year: 6.95% (5.34% - 8.77%) vs 5.80% (5.68% - 5.92%) of the class;-At 8th post-operative year: 7.92% (6.17% - 9.87%) vs 6.67% (6.53% - 6.80%) of the class;-At 9th post-operative year: 8.65% (6.80% - 10.71%) vs 7.50% (7.36% - 7.65%) of the class;-At 10th post-operative year: 9.46% (7.48% - 11.65%) vs 8.40% (8.24% - 8.56%) of the class;-At 11th post-operative year: 10.14% (8.06% - 12.44%) vs 9.40% (9.23% - 9.58%) of the class;-At 12th post-operative year: 11.61% (9.30% - 14.19%) vs 10.48% (10.29% - 10.68%) of the class;-At 13th post-operative year: 12.54% (10.06% - 15.27%) vs 11.44% (11.23% - 11.66%) of the class;-At 14th post-operative year: 12.89% (10.35% - 15.72%) vs 12.50% (12.27% - 12.74%) of the class;-At 15th post-operative year: 14.14% (11.32% - 17.22%) vs 13.67% (13.41% - 13.94%) of the class;-At 16th post-operative year: 15.08% (12.06% - 18.63%) vs 14.86% (14.57% - 15.16%) of the class;-At 17th post-operative year: 15.76% (12.54% - 19.66%) vs 16.07% (15.74% - 16.40%) of the class;-At 18th post-operative year: 15.76% (12.54% - 20.97%) vs 17.18% (16.81% - 17.56%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the UKR class across most postoperative years, as determined by overlapping 95% confidence intervals. Statistically significant differences are identified at the first postoperative year, where the study device demonstrates lower revision rates than the UKR class, and at the seventh (7th) and eighth (8th) postoperative years, where the study device demonstrates higher revision rates than the UKR class, as evidenced by non overlapping 95% confidence intervals. In analysis of reasons for revision of GENESIS UNI Oxinium Femoral Component, progressive arthritis remaining accounts for around 40% (34/87) of reasons for revision, which is not necessarily related to the GENESIS UNI Oxinium Femoral implant and may not reflect the performance of the device.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00265394-1-L82,,7/15/2026,4/10/2026,GENESIS UNI Knee System,GENESIS UNI Oxinium Femoral Component,,,,,,K030301,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of seven hundred and ninety-two (792) knees underwent primary UKA procedures between 11-Dec-2003 and 13-Dec-2021, using a GENESIS UNI Oxinium Femoral Component. Of these, one (1) patient required a revision surgery duo to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual GENESIS UNI Oxinium Femoral Component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of seven hundred and ninety-two (792) knees underwent primary UKA (unicondylar knee arthroplasty) between 11-Dec-2003 and 13-Dec-2021 in which a GENESIS UNI Oxinium Femoral Component was implanted. Of these, eighty-seven (87) knees required revision due to the following reasons: three (3) knees due to infection, thirty-four (34) due to progressive arthritis remaining, eight (8) due to aseptic loosening femur, thirty-two (32) due to aseptic loosening tibia, twelve (12) due to unexplained pain, two (2) due to stiffness, six (6) due to malalignment, nine (9) due to instability, two (2) due to dislocation / subluxation, two (2) due to periprosthetic fracture, nine (9) due to wear of polyethylene component, three (3) due to lysis - tibia, five (5) due to lysis - femur, five (5) due to other/not recorded reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 11-Dec-2003 and 13-Dec-2021 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven hundred and ninety-two (792) knees underwent primary UKA in which a GENESIS UNI Oxinium Femoral Component was implanted in United Kingdom between 11-Dec-2003 and 13-Dec-2021. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 0.25% (0.06% - 0.60%) vs 0.86% (0.82% - 0.90%) of the class;-At 2nd post-operative year: 1.27% (0.69% - 2.05%) vs 1.91% (1.85% - 1.97%) of the class;-At 3rd post-operative year: 2.30% (1.45% - 3.34%) vs 2.81% (2.73% - 2.89%) of the class;-At 4th post-operative year: 3.46% (2.38% - 4.73%) vs 3.56% (3.47% - 3.65%) of the class;-At 5th post-operative year: 4.52% (3.27% - 5.98%) vs 4.28% (4.18% - 4.38%) of the class;-At 6th post-operative year: 5.35% (3.96% - 6.94%) vs 5.02% (4.92% - 5.13%) of the class;-At 7th post-operative year: 6.95% (5.34% - 8.77%) vs 5.80% (5.68% - 5.92%) of the class;-At 8th post-operative year: 7.92% (6.17% - 9.87%) vs 6.67% (6.53% - 6.80%) of the class;-At 9th post-operative year: 8.65% (6.80% - 10.71%) vs 7.50% (7.36% - 7.65%) of the class;-At 10th post-operative year: 9.46% (7.48% - 11.65%) vs 8.40% (8.24% - 8.56%) of the class;-At 11th post-operative year: 10.14% (8.06% - 12.44%) vs 9.40% (9.23% - 9.58%) of the class;-At 12th post-operative year: 11.61% (9.30% - 14.19%) vs 10.48% (10.29% - 10.68%) of the class;-At 13th post-operative year: 12.54% (10.06% - 15.27%) vs 11.44% (11.23% - 11.66%) of the class;-At 14th post-operative year: 12.89% (10.35% - 15.72%) vs 12.50% (12.27% - 12.74%) of the class;-At 15th post-operative year: 14.14% (11.32% - 17.22%) vs 13.67% (13.41% - 13.94%) of the class;-At 16th post-operative year: 15.08% (12.06% - 18.63%) vs 14.86% (14.57% - 15.16%) of the class;-At 17th post-operative year: 15.76% (12.54% - 19.66%) vs 16.07% (15.74% - 16.40%) of the class;-At 18th post-operative year: 15.76% (12.54% - 20.97%) vs 17.18% (16.81% - 17.56%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the UKR class across most postoperative years, as determined by overlapping 95% confidence intervals. Statistically significant differences are identified at the first postoperative year, where the study device demonstrates lower revision rates than the UKR class, and at the seventh (7th) and eighth (8th) postoperative years, where the study device demonstrates higher revision rates than the UKR class, as evidenced by non overlapping 95% confidence intervals. In analysis of reasons for revision of GENESIS UNI Oxinium Femoral Component, progressive arthritis remaining accounts for around 40% (34/87) of reasons for revision, which is not necessarily related to the GENESIS UNI Oxinium Femoral implant and may not reflect the performance of the device.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00265394-1-L83,,7/15/2026,4/10/2026,GENESIS UNI Knee System,GENESIS UNI Oxinium Femoral Component,,,,,,K030301,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of seven hundred and ninety-two (792) knees underwent primary UKA procedures between 11-Dec-2003 and 13-Dec-2021, using a GENESIS UNI Oxinium Femoral Component. Of these, one (1) patient required a revision surgery duo to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual GENESIS UNI Oxinium Femoral Component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of seven hundred and ninety-two (792) knees underwent primary UKA (unicondylar knee arthroplasty) between 11-Dec-2003 and 13-Dec-2021 in which a GENESIS UNI Oxinium Femoral Component was implanted. Of these, eighty-seven (87) knees required revision due to the following reasons: three (3) knees due to infection, thirty-four (34) due to progressive arthritis remaining, eight (8) due to aseptic loosening femur, thirty-two (32) due to aseptic loosening tibia, twelve (12) due to unexplained pain, two (2) due to stiffness, six (6) due to malalignment, nine (9) due to instability, two (2) due to dislocation / subluxation, two (2) due to periprosthetic fracture, nine (9) due to wear of polyethylene component, three (3) due to lysis - tibia, five (5) due to lysis - femur, five (5) due to other/not recorded reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 11-Dec-2003 and 13-Dec-2021 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven hundred and ninety-two (792) knees underwent primary UKA in which a GENESIS UNI Oxinium Femoral Component was implanted in United Kingdom between 11-Dec-2003 and 13-Dec-2021. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 0.25% (0.06% - 0.60%) vs 0.86% (0.82% - 0.90%) of the class;-At 2nd post-operative year: 1.27% (0.69% - 2.05%) vs 1.91% (1.85% - 1.97%) of the class;-At 3rd post-operative year: 2.30% (1.45% - 3.34%) vs 2.81% (2.73% - 2.89%) of the class;-At 4th post-operative year: 3.46% (2.38% - 4.73%) vs 3.56% (3.47% - 3.65%) of the class;-At 5th post-operative year: 4.52% (3.27% - 5.98%) vs 4.28% (4.18% - 4.38%) of the class;-At 6th post-operative year: 5.35% (3.96% - 6.94%) vs 5.02% (4.92% - 5.13%) of the class;-At 7th post-operative year: 6.95% (5.34% - 8.77%) vs 5.80% (5.68% - 5.92%) of the class;-At 8th post-operative year: 7.92% (6.17% - 9.87%) vs 6.67% (6.53% - 6.80%) of the class;-At 9th post-operative year: 8.65% (6.80% - 10.71%) vs 7.50% (7.36% - 7.65%) of the class;-At 10th post-operative year: 9.46% (7.48% - 11.65%) vs 8.40% (8.24% - 8.56%) of the class;-At 11th post-operative year: 10.14% (8.06% - 12.44%) vs 9.40% (9.23% - 9.58%) of the class;-At 12th post-operative year: 11.61% (9.30% - 14.19%) vs 10.48% (10.29% - 10.68%) of the class;-At 13th post-operative year: 12.54% (10.06% - 15.27%) vs 11.44% (11.23% - 11.66%) of the class;-At 14th post-operative year: 12.89% (10.35% - 15.72%) vs 12.50% (12.27% - 12.74%) of the class;-At 15th post-operative year: 14.14% (11.32% - 17.22%) vs 13.67% (13.41% - 13.94%) of the class;-At 16th post-operative year: 15.08% (12.06% - 18.63%) vs 14.86% (14.57% - 15.16%) of the class;-At 17th post-operative year: 15.76% (12.54% - 19.66%) vs 16.07% (15.74% - 16.40%) of the class;-At 18th post-operative year: 15.76% (12.54% - 20.97%) vs 17.18% (16.81% - 17.56%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the UKR class across most postoperative years, as determined by overlapping 95% confidence intervals. Statistically significant differences are identified at the first postoperative year, where the study device demonstrates lower revision rates than the UKR class, and at the seventh (7th) and eighth (8th) postoperative years, where the study device demonstrates higher revision rates than the UKR class, as evidenced by non overlapping 95% confidence intervals. In analysis of reasons for revision of GENESIS UNI Oxinium Femoral Component, progressive arthritis remaining accounts for around 40% (34/87) of reasons for revision, which is not necessarily related to the GENESIS UNI Oxinium Femoral implant and may not reflect the performance of the device.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00265394-1-L84,,7/15/2026,4/10/2026,GENESIS UNI Knee System,GENESIS UNI Oxinium Femoral Component,,,,,,K030301,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of seven hundred and ninety-two (792) knees underwent primary UKA procedures between 11-Dec-2003 and 13-Dec-2021, using a GENESIS UNI Oxinium Femoral Component. Of these, one (1) patient required a revision surgery duo to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual GENESIS UNI Oxinium Femoral Component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of seven hundred and ninety-two (792) knees underwent primary UKA (unicondylar knee arthroplasty) between 11-Dec-2003 and 13-Dec-2021 in which a GENESIS UNI Oxinium Femoral Component was implanted. Of these, eighty-seven (87) knees required revision due to the following reasons: three (3) knees due to infection, thirty-four (34) due to progressive arthritis remaining, eight (8) due to aseptic loosening femur, thirty-two (32) due to aseptic loosening tibia, twelve (12) due to unexplained pain, two (2) due to stiffness, six (6) due to malalignment, nine (9) due to instability, two (2) due to dislocation / subluxation, two (2) due to periprosthetic fracture, nine (9) due to wear of polyethylene component, three (3) due to lysis - tibia, five (5) due to lysis - femur, five (5) due to other/not recorded reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 11-Dec-2003 and 13-Dec-2021 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven hundred and ninety-two (792) knees underwent primary UKA in which a GENESIS UNI Oxinium Femoral Component was implanted in United Kingdom between 11-Dec-2003 and 13-Dec-2021. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 0.25% (0.06% - 0.60%) vs 0.86% (0.82% - 0.90%) of the class;-At 2nd post-operative year: 1.27% (0.69% - 2.05%) vs 1.91% (1.85% - 1.97%) of the class;-At 3rd post-operative year: 2.30% (1.45% - 3.34%) vs 2.81% (2.73% - 2.89%) of the class;-At 4th post-operative year: 3.46% (2.38% - 4.73%) vs 3.56% (3.47% - 3.65%) of the class;-At 5th post-operative year: 4.52% (3.27% - 5.98%) vs 4.28% (4.18% - 4.38%) of the class;-At 6th post-operative year: 5.35% (3.96% - 6.94%) vs 5.02% (4.92% - 5.13%) of the class;-At 7th post-operative year: 6.95% (5.34% - 8.77%) vs 5.80% (5.68% - 5.92%) of the class;-At 8th post-operative year: 7.92% (6.17% - 9.87%) vs 6.67% (6.53% - 6.80%) of the class;-At 9th post-operative year: 8.65% (6.80% - 10.71%) vs 7.50% (7.36% - 7.65%) of the class;-At 10th post-operative year: 9.46% (7.48% - 11.65%) vs 8.40% (8.24% - 8.56%) of the class;-At 11th post-operative year: 10.14% (8.06% - 12.44%) vs 9.40% (9.23% - 9.58%) of the class;-At 12th post-operative year: 11.61% (9.30% - 14.19%) vs 10.48% (10.29% - 10.68%) of the class;-At 13th post-operative year: 12.54% (10.06% - 15.27%) vs 11.44% (11.23% - 11.66%) of the class;-At 14th post-operative year: 12.89% (10.35% - 15.72%) vs 12.50% (12.27% - 12.74%) of the class;-At 15th post-operative year: 14.14% (11.32% - 17.22%) vs 13.67% (13.41% - 13.94%) of the class;-At 16th post-operative year: 15.08% (12.06% - 18.63%) vs 14.86% (14.57% - 15.16%) of the class;-At 17th post-operative year: 15.76% (12.54% - 19.66%) vs 16.07% (15.74% - 16.40%) of the class;-At 18th post-operative year: 15.76% (12.54% - 20.97%) vs 17.18% (16.81% - 17.56%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the UKR class across most postoperative years, as determined by overlapping 95% confidence intervals. Statistically significant differences are identified at the first postoperative year, where the study device demonstrates lower revision rates than the UKR class, and at the seventh (7th) and eighth (8th) postoperative years, where the study device demonstrates higher revision rates than the UKR class, as evidenced by non overlapping 95% confidence intervals. In analysis of reasons for revision of GENESIS UNI Oxinium Femoral Component, progressive arthritis remaining accounts for around 40% (34/87) of reasons for revision, which is not necessarily related to the GENESIS UNI Oxinium Femoral implant and may not reflect the performance of the device.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00265394-1-L85,,7/15/2026,4/10/2026,GENESIS UNI Knee System,GENESIS UNI Oxinium Femoral Component,,,,,,K030301,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of seven hundred and ninety-two (792) knees underwent primary UKA procedures between 11-Dec-2003 and 13-Dec-2021, using a GENESIS UNI Oxinium Femoral Component. Of these, one (1) patient required a revision surgery duo to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual GENESIS UNI Oxinium Femoral Component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of seven hundred and ninety-two (792) knees underwent primary UKA (unicondylar knee arthroplasty) between 11-Dec-2003 and 13-Dec-2021 in which a GENESIS UNI Oxinium Femoral Component was implanted. Of these, eighty-seven (87) knees required revision due to the following reasons: three (3) knees due to infection, thirty-four (34) due to progressive arthritis remaining, eight (8) due to aseptic loosening femur, thirty-two (32) due to aseptic loosening tibia, twelve (12) due to unexplained pain, two (2) due to stiffness, six (6) due to malalignment, nine (9) due to instability, two (2) due to dislocation / subluxation, two (2) due to periprosthetic fracture, nine (9) due to wear of polyethylene component, three (3) due to lysis - tibia, five (5) due to lysis - femur, five (5) due to other/not recorded reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 11-Dec-2003 and 13-Dec-2021 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven hundred and ninety-two (792) knees underwent primary UKA in which a GENESIS UNI Oxinium Femoral Component was implanted in United Kingdom between 11-Dec-2003 and 13-Dec-2021. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 0.25% (0.06% - 0.60%) vs 0.86% (0.82% - 0.90%) of the class;-At 2nd post-operative year: 1.27% (0.69% - 2.05%) vs 1.91% (1.85% - 1.97%) of the class;-At 3rd post-operative year: 2.30% (1.45% - 3.34%) vs 2.81% (2.73% - 2.89%) of the class;-At 4th post-operative year: 3.46% (2.38% - 4.73%) vs 3.56% (3.47% - 3.65%) of the class;-At 5th post-operative year: 4.52% (3.27% - 5.98%) vs 4.28% (4.18% - 4.38%) of the class;-At 6th post-operative year: 5.35% (3.96% - 6.94%) vs 5.02% (4.92% - 5.13%) of the class;-At 7th post-operative year: 6.95% (5.34% - 8.77%) vs 5.80% (5.68% - 5.92%) of the class;-At 8th post-operative year: 7.92% (6.17% - 9.87%) vs 6.67% (6.53% - 6.80%) of the class;-At 9th post-operative year: 8.65% (6.80% - 10.71%) vs 7.50% (7.36% - 7.65%) of the class;-At 10th post-operative year: 9.46% (7.48% - 11.65%) vs 8.40% (8.24% - 8.56%) of the class;-At 11th post-operative year: 10.14% (8.06% - 12.44%) vs 9.40% (9.23% - 9.58%) of the class;-At 12th post-operative year: 11.61% (9.30% - 14.19%) vs 10.48% (10.29% - 10.68%) of the class;-At 13th post-operative year: 12.54% (10.06% - 15.27%) vs 11.44% (11.23% - 11.66%) of the class;-At 14th post-operative year: 12.89% (10.35% - 15.72%) vs 12.50% (12.27% - 12.74%) of the class;-At 15th post-operative year: 14.14% (11.32% - 17.22%) vs 13.67% (13.41% - 13.94%) of the class;-At 16th post-operative year: 15.08% (12.06% - 18.63%) vs 14.86% (14.57% - 15.16%) of the class;-At 17th post-operative year: 15.76% (12.54% - 19.66%) vs 16.07% (15.74% - 16.40%) of the class;-At 18th post-operative year: 15.76% (12.54% - 20.97%) vs 17.18% (16.81% - 17.56%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the UKR class across most postoperative years, as determined by overlapping 95% confidence intervals. Statistically significant differences are identified at the first postoperative year, where the study device demonstrates lower revision rates than the UKR class, and at the seventh (7th) and eighth (8th) postoperative years, where the study device demonstrates higher revision rates than the UKR class, as evidenced by non overlapping 95% confidence intervals. In analysis of reasons for revision of GENESIS UNI Oxinium Femoral Component, progressive arthritis remaining accounts for around 40% (34/87) of reasons for revision, which is not necessarily related to the GENESIS UNI Oxinium Femoral implant and may not reflect the performance of the device.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00265394-1-L86,,7/15/2026,4/10/2026,GENESIS UNI Knee System,GENESIS UNI Oxinium Femoral Component,,,,,,K030301,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of seven hundred and ninety-two (792) knees underwent primary UKA procedures between 11-Dec-2003 and 13-Dec-2021, using a GENESIS UNI Oxinium Femoral Component. Of these, one (1) patient required a revision surgery duo to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual GENESIS UNI Oxinium Femoral Component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of seven hundred and ninety-two (792) knees underwent primary UKA (unicondylar knee arthroplasty) between 11-Dec-2003 and 13-Dec-2021 in which a GENESIS UNI Oxinium Femoral Component was implanted. Of these, eighty-seven (87) knees required revision due to the following reasons: three (3) knees due to infection, thirty-four (34) due to progressive arthritis remaining, eight (8) due to aseptic loosening femur, thirty-two (32) due to aseptic loosening tibia, twelve (12) due to unexplained pain, two (2) due to stiffness, six (6) due to malalignment, nine (9) due to instability, two (2) due to dislocation / subluxation, two (2) due to periprosthetic fracture, nine (9) due to wear of polyethylene component, three (3) due to lysis - tibia, five (5) due to lysis - femur, five (5) due to other/not recorded reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 11-Dec-2003 and 13-Dec-2021 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven hundred and ninety-two (792) knees underwent primary UKA in which a GENESIS UNI Oxinium Femoral Component was implanted in United Kingdom between 11-Dec-2003 and 13-Dec-2021. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 0.25% (0.06% - 0.60%) vs 0.86% (0.82% - 0.90%) of the class;-At 2nd post-operative year: 1.27% (0.69% - 2.05%) vs 1.91% (1.85% - 1.97%) of the class;-At 3rd post-operative year: 2.30% (1.45% - 3.34%) vs 2.81% (2.73% - 2.89%) of the class;-At 4th post-operative year: 3.46% (2.38% - 4.73%) vs 3.56% (3.47% - 3.65%) of the class;-At 5th post-operative year: 4.52% (3.27% - 5.98%) vs 4.28% (4.18% - 4.38%) of the class;-At 6th post-operative year: 5.35% (3.96% - 6.94%) vs 5.02% (4.92% - 5.13%) of the class;-At 7th post-operative year: 6.95% (5.34% - 8.77%) vs 5.80% (5.68% - 5.92%) of the class;-At 8th post-operative year: 7.92% (6.17% - 9.87%) vs 6.67% (6.53% - 6.80%) of the class;-At 9th post-operative year: 8.65% (6.80% - 10.71%) vs 7.50% (7.36% - 7.65%) of the class;-At 10th post-operative year: 9.46% (7.48% - 11.65%) vs 8.40% (8.24% - 8.56%) of the class;-At 11th post-operative year: 10.14% (8.06% - 12.44%) vs 9.40% (9.23% - 9.58%) of the class;-At 12th post-operative year: 11.61% (9.30% - 14.19%) vs 10.48% (10.29% - 10.68%) of the class;-At 13th post-operative year: 12.54% (10.06% - 15.27%) vs 11.44% (11.23% - 11.66%) of the class;-At 14th post-operative year: 12.89% (10.35% - 15.72%) vs 12.50% (12.27% - 12.74%) of the class;-At 15th post-operative year: 14.14% (11.32% - 17.22%) vs 13.67% (13.41% - 13.94%) of the class;-At 16th post-operative year: 15.08% (12.06% - 18.63%) vs 14.86% (14.57% - 15.16%) of the class;-At 17th post-operative year: 15.76% (12.54% - 19.66%) vs 16.07% (15.74% - 16.40%) of the class;-At 18th post-operative year: 15.76% (12.54% - 20.97%) vs 17.18% (16.81% - 17.56%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the UKR class across most postoperative years, as determined by overlapping 95% confidence intervals. Statistically significant differences are identified at the first postoperative year, where the study device demonstrates lower revision rates than the UKR class, and at the seventh (7th) and eighth (8th) postoperative years, where the study device demonstrates higher revision rates than the UKR class, as evidenced by non overlapping 95% confidence intervals. In analysis of reasons for revision of GENESIS UNI Oxinium Femoral Component, progressive arthritis remaining accounts for around 40% (34/87) of reasons for revision, which is not necessarily related to the GENESIS UNI Oxinium Femoral implant and may not reflect the performance of the device.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00265394-1-L87,,7/15/2026,4/10/2026,GENESIS UNI Knee System,GENESIS UNI Oxinium Femoral Component,,,,,,K030301,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of seven hundred and ninety-two (792) knees underwent primary UKA procedures between 11-Dec-2003 and 13-Dec-2021, using a GENESIS UNI Oxinium Femoral Component. Of these, one (1) patient required a revision surgery duo to unknown reasons. Based on the stratification used by the NJR Summary Report, no specific reason for revision can be definitively linked to the individual GENESIS UNI Oxinium Femoral Component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of seven hundred and ninety-two (792) knees underwent primary UKA (unicondylar knee arthroplasty) between 11-Dec-2003 and 13-Dec-2021 in which a GENESIS UNI Oxinium Femoral Component was implanted. Of these, eighty-seven (87) knees required revision due to the following reasons: three (3) knees due to infection, thirty-four (34) due to progressive arthritis remaining, eight (8) due to aseptic loosening femur, thirty-two (32) due to aseptic loosening tibia, twelve (12) due to unexplained pain, two (2) due to stiffness, six (6) due to malalignment, nine (9) due to instability, two (2) due to dislocation / subluxation, two (2) due to periprosthetic fracture, nine (9) due to wear of polyethylene component, three (3) due to lysis - tibia, five (5) due to lysis - femur, five (5) due to other/not recorded reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 11-Dec-2003 and 13-Dec-2021 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven hundred and ninety-two (792) knees underwent primary UKA in which a GENESIS UNI Oxinium Femoral Component was implanted in United Kingdom between 11-Dec-2003 and 13-Dec-2021. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 0.25% (0.06% - 0.60%) vs 0.86% (0.82% - 0.90%) of the class;-At 2nd post-operative year: 1.27% (0.69% - 2.05%) vs 1.91% (1.85% - 1.97%) of the class;-At 3rd post-operative year: 2.30% (1.45% - 3.34%) vs 2.81% (2.73% - 2.89%) of the class;-At 4th post-operative year: 3.46% (2.38% - 4.73%) vs 3.56% (3.47% - 3.65%) of the class;-At 5th post-operative year: 4.52% (3.27% - 5.98%) vs 4.28% (4.18% - 4.38%) of the class;-At 6th post-operative year: 5.35% (3.96% - 6.94%) vs 5.02% (4.92% - 5.13%) of the class;-At 7th post-operative year: 6.95% (5.34% - 8.77%) vs 5.80% (5.68% - 5.92%) of the class;-At 8th post-operative year: 7.92% (6.17% - 9.87%) vs 6.67% (6.53% - 6.80%) of the class;-At 9th post-operative year: 8.65% (6.80% - 10.71%) vs 7.50% (7.36% - 7.65%) of the class;-At 10th post-operative year: 9.46% (7.48% - 11.65%) vs 8.40% (8.24% - 8.56%) of the class;-At 11th post-operative year: 10.14% (8.06% - 12.44%) vs 9.40% (9.23% - 9.58%) of the class;-At 12th post-operative year: 11.61% (9.30% - 14.19%) vs 10.48% (10.29% - 10.68%) of the class;-At 13th post-operative year: 12.54% (10.06% - 15.27%) vs 11.44% (11.23% - 11.66%) of the class;-At 14th post-operative year: 12.89% (10.35% - 15.72%) vs 12.50% (12.27% - 12.74%) of the class;-At 15th post-operative year: 14.14% (11.32% - 17.22%) vs 13.67% (13.41% - 13.94%) of the class;-At 16th post-operative year: 15.08% (12.06% - 18.63%) vs 14.86% (14.57% - 15.16%) of the class;-At 17th post-operative year: 15.76% (12.54% - 19.66%) vs 16.07% (15.74% - 16.40%) of the class;-At 18th post-operative year: 15.76% (12.54% - 20.97%) vs 17.18% (16.81% - 17.56%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the UKR class across most postoperative years, as determined by overlapping 95% confidence intervals. Statistically significant differences are identified at the first postoperative year, where the study device demonstrates lower revision rates than the UKR class, and at the seventh (7th) and eighth (8th) postoperative years, where the study device demonstrates higher revision rates than the UKR class, as evidenced by non overlapping 95% confidence intervals. In analysis of reasons for revision of GENESIS UNI Oxinium Femoral Component, progressive arthritis remaining accounts for around 40% (34/87) of reasons for revision, which is not necessarily related to the GENESIS UNI Oxinium Femoral implant and may not reflect the performance of the device.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287917-1-L9,2/9/2026,7/15/2026,5/7/2026,LEGION Total Knee System,LEGION POSTERIOR STABILIZED OXINIUM FEMORAL SIZE 5 RIGHT,71421205,24mm03296,71421205,,00885556030622,K043440,,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of one hundred one (101) knees underwent primary TKA procedures between 14-Oct-2011 and 13-Feb-2026, using LEGION Posterior Stabilized (PS) Oxinium femoral components. From these, one (1) knee was later revised due to: infection","Reporting Quarter: 2 (Apr 1 - Jun 30, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of one hundred one (101) knees underwent primary TKA procedures between 14-Oct-2011 and 13-Feb-2026, using LEGION Posterior Stabilized (PS) Oxinium femoral components. From these, nine (9) knees were later revised due to the following complications: four (4) knees due to progressive arthritis, one (1) knee due to dislocation/subluxation, two (2) knees due to infection, one (1) knee due to instability, one (1) knee due to pain and one (1) knee due to stiffness. It should be noted that multiple reasons may be listed for one revision procedure.;Timeframe of Registry Data: Implantations conducted between 14-Oct-2011 and 13-Feb-2026 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred one (101) primary TKA procedures with LEGION Posterior Stabilized (PS) Oxinium femoral components have been performed in the United Kingdom between 14-Oct-2011 and 13-Feb-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella resurfaced or not Patella resurfaced.;The mean cumulative revision rates for the LEGION PS Oxinium femoral components with Patella resurfaced were in line with the class across all available years of follow up. ;For the LEGION PS Oxinium femoral components with Patella not resurfaced, the cumulative revision rates were statistically significantly higher than the class at 10 years of follow-up based on non overlapping confidence intervals.;Age analysis reported in the NJREW showed higher percentage of younger patients (<65 years) for LEGION PS Oxinium knees. The 2025 NJREW Annual report showed that the mean age for all TKA class is 70 years. Overall, younger age has been reported by the NJREW registry as a risk factor associated with higher revisions. ;Additionally, the LEGION PS Oxinium femoral components accounted for 101 implantations. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION Posterior Stabilized (PS) Oxinium femoral components with Patella resurfaced (LEGION Posterior Stabilized (PS) Oxinium femoral components used in 74 knees, 4 revision).;-At 1st postoperative year: 1.54% (0.22%-10.42%) vs 0.48% (0.45%-0.51%) of the class.;-At 3rd postoperative year: 3.51% (0.88%-13.45%) vs 1.37% (1.32%-1.42%) of the class.;-At 5th postoperative year: 5.61% (1.82%-16.55%) vs 2.02% (1.96%-2.09%) of the class.;-At 10th postoperative year: 8.47% (3.17%-21.57%) vs 3.24% (3.15%-3.34%) of the class.;;2. LEGION Posterior Stabilized (PS) Oxinium femoral components with no Patella resurfaced (LEGION Posterior Stabilized (PS) Oxinium femoral components used in 27 knees, 5 revisions).;-At 1st postoperative year: 0% (0.0%-0.0%) vs 0.51% (0.48%-0.55%) of the class.;-At 3rd postoperative year: 17.39% (6.91%-39.94%) vs 1.88% (1.82%-1.95%) of the class.;-At 5th postoperative year: 17.39% (6.91%-39.94%) vs 2.77% (2.69%-2.85%) of the class.;-At 10th postoperative year: 17.39% (6.91%-39.94%) vs 4.47% (4.36%-4.59%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication at Primary TKA: Osteoarthritis,71,Male,,5/9/2025,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00326289-1-L1,11/13/2024,7/15/2026,5/7/2026,LEGION Total Knee System,LEGION COBALT CHROME CONSTRAINED FEMORAL SIZE 7 RIGHT,71426007,19CM18508,71426007,,03596010580429,K060742,,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of nineteen (19) knees underwent primary TKA procedures between 20-Sep-2013 and 3-Apr-2024, using LEGION Constrained CoCr femoral components. From these, one (1) knee was later revised due to: Infection.","Reporting Quarter: 2 (Apr 1 - Jun 30, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of nineteen (19) knees underwent primary TKA procedures between 20-Sep-2013 and 3-Apr-2024, using LEGION Constrained CoCr femoral components. From these, one (1) knee was later revised due to infection. It should be noted that multiple reasons may be listed for one revision procedure.;Timeframe of Registry Data: Implantations conducted between 20-Sep-2013 and 3-Apr-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nineteen (19) procedures with LEGION Constrained CoCr femoral components have been performed in the United Kingdom between 20-Sep-2013 and 3-Apr-2024. The low number of implant usage makes the statistical model not reliable for comparison to class average. With only one revision reported, no meaningful conclusions can be made regarding the performance of the LEGION Constrained CoCr femoral components in revision TKA.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for Primary TKA: Osteoarthritis.,61,Male,,9/5/2019,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288221-1-L282,5/27/2025,7/15/2026,5/7/2026,LEGION Total Knee System,LEGION Constrained OXINIUM Femoral Component Right Sz 6,71421176,08mm17479,71421176,,03596010543929,K043440,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 using a LEGION Constrained Oxinium Femoral Component. Of these, one (1) knee required re-revision surgery due to Implant fracture.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 in which a LEGION Constrained Oxinium Femoral Component was implanted. Of these, two hundred and ninety-nine (299) knees required re-revision due to the following reasons: one hundred twenty-four (124) knees due to infection, forty-eight (48) due to loosening of the tibia, twenty-six (26) due to loosening of the femur, twelve (12) due to loosening of the patella, nineteen (19) due to pain, fifty-seven (57) due to instability, nine (9) due to progressive arthritis remaining, twenty (20) due to stiffness, nine (9) due to wear of polyethylene component, nine (9) due to periprosthetic fracture, four (4) due to implant fracture, nine (9) due to lysis of the femur, seven (7) due to lysis of the tibia, fourteen (14) due to dislocation, six (6) due to implant dissociation, five (5) due to malalignment, one (1) due to leg length discrepancy, and twenty-two (22) due to other reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2006 and 25-Feb-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA in which a LEGION Constrained Oxinium Femoral Component was implanted in United Kingdom between 03-Apr-2006 and 25-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.3% (1.85%-2.86%) vs 4.37% (4.16%-4.59%) of the class;-At 3rd postoperative year: 5.32% (4.6%-6.15%) vs 9.82% (9.50%-10.15%) of the class;-At 5th postoperative year: 7.6% (6.72%-8.6%) vs 12.54% (12.16%-12.92%) of the class;-At 10th postoperative year: 10% (8.91%-11.2%) vs 14.49% (16.01%-16.98%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the LEGION Constrained Oxinium Femoral Component demonstrating lower revision rates across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for 1st Revision TKA:Instability.,60,Male,,5/27/2009,5/27/2025,E2401,F1905,A040101,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288221-1-L283,3/19/2025,7/15/2026,5/7/2026,LEGION Total Knee System,LEGION Constrained OXINIUM Femoral Component Left Sz 4,71421164,09CM23782,71421164,,03596010543837,K043440,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 using a LEGION Constrained Oxinium Femoral Component. Of these, one (1) knee required re-revision surgery due to ProgressiveAthritis.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 in which a LEGION Constrained Oxinium Femoral Component was implanted. Of these, two hundred and ninety-nine (299) knees required re-revision due to the following reasons: one hundred twenty-four (124) knees due to infection, forty-eight (48) due to loosening of the tibia, twenty-six (26) due to loosening of the femur, twelve (12) due to loosening of the patella, nineteen (19) due to pain, fifty-seven (57) due to instability, nine (9) due to progressive arthritis remaining, twenty (20) due to stiffness, nine (9) due to wear of polyethylene component, nine (9) due to periprosthetic fracture, four (4) due to implant fracture, nine (9) due to lysis of the femur, seven (7) due to lysis of the tibia, fourteen (14) due to dislocation, six (6) due to implant dissociation, five (5) due to malalignment, one (1) due to leg length discrepancy, and twenty-two (22) due to other reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2006 and 25-Feb-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA in which a LEGION Constrained Oxinium Femoral Component was implanted in United Kingdom between 03-Apr-2006 and 25-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.3% (1.85%-2.86%) vs 4.37% (4.16%-4.59%) of the class;-At 3rd postoperative year: 5.32% (4.6%-6.15%) vs 9.82% (9.50%-10.15%) of the class;-At 5th postoperative year: 7.6% (6.72%-8.6%) vs 12.54% (12.16%-12.92%) of the class;-At 10th postoperative year: 10% (8.91%-11.2%) vs 14.49% (16.01%-16.98%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the LEGION Constrained Oxinium Femoral Component demonstrating lower revision rates across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for 1st Revision TKA:Unexplained Pain, Malalignment.",66,Male,,1/19/2010,3/19/2025,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288221-1-L284,6/18/2025,7/15/2026,5/7/2026,LEGION Total Knee System,LEGION Constrained OXINIUM Femoral Component Right Sz 5,71421175,11lm11866,71421175,,03596010543912,K043440,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 using a LEGION Constrained Oxinium Femoral Component. Of these, one (1) knee required re-revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 in which a LEGION Constrained Oxinium Femoral Component was implanted. Of these, two hundred and ninety-nine (299) knees required re-revision due to the following reasons: one hundred twenty-four (124) knees due to infection, forty-eight (48) due to loosening of the tibia, twenty-six (26) due to loosening of the femur, twelve (12) due to loosening of the patella, nineteen (19) due to pain, fifty-seven (57) due to instability, nine (9) due to progressive arthritis remaining, twenty (20) due to stiffness, nine (9) due to wear of polyethylene component, nine (9) due to periprosthetic fracture, four (4) due to implant fracture, nine (9) due to lysis of the femur, seven (7) due to lysis of the tibia, fourteen (14) due to dislocation, six (6) due to implant dissociation, five (5) due to malalignment, one (1) due to leg length discrepancy, and twenty-two (22) due to other reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2006 and 25-Feb-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA in which a LEGION Constrained Oxinium Femoral Component was implanted in United Kingdom between 03-Apr-2006 and 25-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.3% (1.85%-2.86%) vs 4.37% (4.16%-4.59%) of the class;-At 3rd postoperative year: 5.32% (4.6%-6.15%) vs 9.82% (9.50%-10.15%) of the class;-At 5th postoperative year: 7.6% (6.72%-8.6%) vs 12.54% (12.16%-12.92%) of the class;-At 10th postoperative year: 10% (8.91%-11.2%) vs 14.49% (16.01%-16.98%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the LEGION Constrained Oxinium Femoral Component demonstrating lower revision rates across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for 1st Revision TKA:Instability, Unexplained Pain.",68,Female,,5/12/2012,6/18/2025,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288221-1-L285,12/3/2025,7/15/2026,5/7/2026,LEGION Total Knee System,LEGION Constrained OXINIUM Femoral Component Left Sz 8,71421168,13CMO1241,71421168,,03596010543875,K043440,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 using a LEGION Constrained Oxinium Femoral Component. Of these, one (1) knee required re-revision surgery due to Implant fracture.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 in which a LEGION Constrained Oxinium Femoral Component was implanted. Of these, two hundred and ninety-nine (299) knees required re-revision due to the following reasons: one hundred twenty-four (124) knees due to infection, forty-eight (48) due to loosening of the tibia, twenty-six (26) due to loosening of the femur, twelve (12) due to loosening of the patella, nineteen (19) due to pain, fifty-seven (57) due to instability, nine (9) due to progressive arthritis remaining, twenty (20) due to stiffness, nine (9) due to wear of polyethylene component, nine (9) due to periprosthetic fracture, four (4) due to implant fracture, nine (9) due to lysis of the femur, seven (7) due to lysis of the tibia, fourteen (14) due to dislocation, six (6) due to implant dissociation, five (5) due to malalignment, one (1) due to leg length discrepancy, and twenty-two (22) due to other reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2006 and 25-Feb-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA in which a LEGION Constrained Oxinium Femoral Component was implanted in United Kingdom between 03-Apr-2006 and 25-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.3% (1.85%-2.86%) vs 4.37% (4.16%-4.59%) of the class;-At 3rd postoperative year: 5.32% (4.6%-6.15%) vs 9.82% (9.50%-10.15%) of the class;-At 5th postoperative year: 7.6% (6.72%-8.6%) vs 12.54% (12.16%-12.92%) of the class;-At 10th postoperative year: 10% (8.91%-11.2%) vs 14.49% (16.01%-16.98%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the LEGION Constrained Oxinium Femoral Component demonstrating lower revision rates across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for 1st Revision TKA:Aseptic loosening Tibia.,59,Male,,6/19/2013,12/3/2025,E2401,F1905,A040101,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288221-1-L286,7/14/2025,7/15/2026,5/7/2026,LEGION Total Knee System,LEGION Constrained OXINIUM Femoral Component Right Sz 7,71421177,13em10140,71421177,,03596010543936,K043440,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 using a LEGION Constrained Oxinium Femoral Component. Of these, one (1) knee required re-revision surgery due to Aseptic loosening Femur/Instability.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 in which a LEGION Constrained Oxinium Femoral Component was implanted. Of these, two hundred and ninety-nine (299) knees required re-revision due to the following reasons: one hundred twenty-four (124) knees due to infection, forty-eight (48) due to loosening of the tibia, twenty-six (26) due to loosening of the femur, twelve (12) due to loosening of the patella, nineteen (19) due to pain, fifty-seven (57) due to instability, nine (9) due to progressive arthritis remaining, twenty (20) due to stiffness, nine (9) due to wear of polyethylene component, nine (9) due to periprosthetic fracture, four (4) due to implant fracture, nine (9) due to lysis of the femur, seven (7) due to lysis of the tibia, fourteen (14) due to dislocation, six (6) due to implant dissociation, five (5) due to malalignment, one (1) due to leg length discrepancy, and twenty-two (22) due to other reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2006 and 25-Feb-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA in which a LEGION Constrained Oxinium Femoral Component was implanted in United Kingdom between 03-Apr-2006 and 25-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.3% (1.85%-2.86%) vs 4.37% (4.16%-4.59%) of the class;-At 3rd postoperative year: 5.32% (4.6%-6.15%) vs 9.82% (9.50%-10.15%) of the class;-At 5th postoperative year: 7.6% (6.72%-8.6%) vs 12.54% (12.16%-12.92%) of the class;-At 10th postoperative year: 10% (8.91%-11.2%) vs 14.49% (16.01%-16.98%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the LEGION Constrained Oxinium Femoral Component demonstrating lower revision rates across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for 1st Revision TKA:Aseptic loosening Femur, Aseptic loosening Tibia.",62,Male,,2/24/2014,7/14/2025,E161201;E1615,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288221-1-L287,5/19/2025,7/15/2026,5/7/2026,LEGION Total Knee System,LEGION Constrained OXINIUM Femoral Component Left Sz 8,71421168,07LM00303,71421168,,03596010543875,K043440,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 using a LEGION Constrained Oxinium Femoral Component. Of these, one (1) knee required re-revision surgery due to Infection.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 in which a LEGION Constrained Oxinium Femoral Component was implanted. Of these, two hundred and ninety-nine (299) knees required re-revision due to the following reasons: one hundred twenty-four (124) knees due to infection, forty-eight (48) due to loosening of the tibia, twenty-six (26) due to loosening of the femur, twelve (12) due to loosening of the patella, nineteen (19) due to pain, fifty-seven (57) due to instability, nine (9) due to progressive arthritis remaining, twenty (20) due to stiffness, nine (9) due to wear of polyethylene component, nine (9) due to periprosthetic fracture, four (4) due to implant fracture, nine (9) due to lysis of the femur, seven (7) due to lysis of the tibia, fourteen (14) due to dislocation, six (6) due to implant dissociation, five (5) due to malalignment, one (1) due to leg length discrepancy, and twenty-two (22) due to other reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2006 and 25-Feb-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA in which a LEGION Constrained Oxinium Femoral Component was implanted in United Kingdom between 03-Apr-2006 and 25-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.3% (1.85%-2.86%) vs 4.37% (4.16%-4.59%) of the class;-At 3rd postoperative year: 5.32% (4.6%-6.15%) vs 9.82% (9.50%-10.15%) of the class;-At 5th postoperative year: 7.6% (6.72%-8.6%) vs 12.54% (12.16%-12.92%) of the class;-At 10th postoperative year: 10% (8.91%-11.2%) vs 14.49% (16.01%-16.98%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the LEGION Constrained Oxinium Femoral Component demonstrating lower revision rates across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for 1st Revision TKA:Infection.,53,Male,,12/17/2014,5/19/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288221-1-L288,8/20/2025,7/15/2026,5/7/2026,LEGION Total Knee System,LEGION Constrained OXINIUM Femoral Component Right Sz 4,71421174,15DM00991,71421174,,03596010543905,K043440,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 using a LEGION Constrained Oxinium Femoral Component. Of these, one (1) knee required re-revision surgery due to Instability/ProgressiveAthritis.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 in which a LEGION Constrained Oxinium Femoral Component was implanted. Of these, two hundred and ninety-nine (299) knees required re-revision due to the following reasons: one hundred twenty-four (124) knees due to infection, forty-eight (48) due to loosening of the tibia, twenty-six (26) due to loosening of the femur, twelve (12) due to loosening of the patella, nineteen (19) due to pain, fifty-seven (57) due to instability, nine (9) due to progressive arthritis remaining, twenty (20) due to stiffness, nine (9) due to wear of polyethylene component, nine (9) due to periprosthetic fracture, four (4) due to implant fracture, nine (9) due to lysis of the femur, seven (7) due to lysis of the tibia, fourteen (14) due to dislocation, six (6) due to implant dissociation, five (5) due to malalignment, one (1) due to leg length discrepancy, and twenty-two (22) due to other reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2006 and 25-Feb-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA in which a LEGION Constrained Oxinium Femoral Component was implanted in United Kingdom between 03-Apr-2006 and 25-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.3% (1.85%-2.86%) vs 4.37% (4.16%-4.59%) of the class;-At 3rd postoperative year: 5.32% (4.6%-6.15%) vs 9.82% (9.50%-10.15%) of the class;-At 5th postoperative year: 7.6% (6.72%-8.6%) vs 12.54% (12.16%-12.92%) of the class;-At 10th postoperative year: 10% (8.91%-11.2%) vs 14.49% (16.01%-16.98%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the LEGION Constrained Oxinium Femoral Component demonstrating lower revision rates across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for 1st Revision TKA:Infection.,64,Female,,1/5/2016,8/20/2025,E1615;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288221-1-L289,1/16/2026,7/15/2026,5/7/2026,LEGION Total Knee System,LEGION Constrained OXINIUM Femoral Component Right Sz 5,71421175,17am13241,71421175,,03596010543912,K043440,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 using a LEGION Constrained Oxinium Femoral Component. Of these, one (1) knee required re-revision surgery due to Infection.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 in which a LEGION Constrained Oxinium Femoral Component was implanted. Of these, two hundred and ninety-nine (299) knees required re-revision due to the following reasons: one hundred twenty-four (124) knees due to infection, forty-eight (48) due to loosening of the tibia, twenty-six (26) due to loosening of the femur, twelve (12) due to loosening of the patella, nineteen (19) due to pain, fifty-seven (57) due to instability, nine (9) due to progressive arthritis remaining, twenty (20) due to stiffness, nine (9) due to wear of polyethylene component, nine (9) due to periprosthetic fracture, four (4) due to implant fracture, nine (9) due to lysis of the femur, seven (7) due to lysis of the tibia, fourteen (14) due to dislocation, six (6) due to implant dissociation, five (5) due to malalignment, one (1) due to leg length discrepancy, and twenty-two (22) due to other reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2006 and 25-Feb-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA in which a LEGION Constrained Oxinium Femoral Component was implanted in United Kingdom between 03-Apr-2006 and 25-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.3% (1.85%-2.86%) vs 4.37% (4.16%-4.59%) of the class;-At 3rd postoperative year: 5.32% (4.6%-6.15%) vs 9.82% (9.50%-10.15%) of the class;-At 5th postoperative year: 7.6% (6.72%-8.6%) vs 12.54% (12.16%-12.92%) of the class;-At 10th postoperative year: 10% (8.91%-11.2%) vs 14.49% (16.01%-16.98%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the LEGION Constrained Oxinium Femoral Component demonstrating lower revision rates across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for 1st Revision TKA:Dislocation/Subluxation, Instability, Malalignment.",75,Female,,10/30/2017,1/16/2026,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288221-1-L290,7/30/2025,7/15/2026,5/7/2026,LEGION Total Knee System,LEGION Constrained OXINIUM Femoral Component Left Sz 5,71421165,17MK00962,71421165,,03596010543844,K043440,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 using a LEGION Constrained Oxinium Femoral Component. Of these, one (1) knee required re-revision surgery due to Instability.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 in which a LEGION Constrained Oxinium Femoral Component was implanted. Of these, two hundred and ninety-nine (299) knees required re-revision due to the following reasons: one hundred twenty-four (124) knees due to infection, forty-eight (48) due to loosening of the tibia, twenty-six (26) due to loosening of the femur, twelve (12) due to loosening of the patella, nineteen (19) due to pain, fifty-seven (57) due to instability, nine (9) due to progressive arthritis remaining, twenty (20) due to stiffness, nine (9) due to wear of polyethylene component, nine (9) due to periprosthetic fracture, four (4) due to implant fracture, nine (9) due to lysis of the femur, seven (7) due to lysis of the tibia, fourteen (14) due to dislocation, six (6) due to implant dissociation, five (5) due to malalignment, one (1) due to leg length discrepancy, and twenty-two (22) due to other reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2006 and 25-Feb-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA in which a LEGION Constrained Oxinium Femoral Component was implanted in United Kingdom between 03-Apr-2006 and 25-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.3% (1.85%-2.86%) vs 4.37% (4.16%-4.59%) of the class;-At 3rd postoperative year: 5.32% (4.6%-6.15%) vs 9.82% (9.50%-10.15%) of the class;-At 5th postoperative year: 7.6% (6.72%-8.6%) vs 12.54% (12.16%-12.92%) of the class;-At 10th postoperative year: 10% (8.91%-11.2%) vs 14.49% (16.01%-16.98%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the LEGION Constrained Oxinium Femoral Component demonstrating lower revision rates across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for 1st Revision TKA:Aseptic loosening Tibia, Instability.",69,Male,79,3/9/2018,7/30/2025,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288221-1-L291,12/15/2025,7/15/2026,5/7/2026,LEGION Total Knee System,LEGION Constrained OXINIUM Femoral Component Right Sz 6,71421176,16lm14431,71421176,,03596010543929,K043440,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 using a LEGION Constrained Oxinium Femoral Component. Of these, one (1) knee required re-revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 in which a LEGION Constrained Oxinium Femoral Component was implanted. Of these, two hundred and ninety-nine (299) knees required re-revision due to the following reasons: one hundred twenty-four (124) knees due to infection, forty-eight (48) due to loosening of the tibia, twenty-six (26) due to loosening of the femur, twelve (12) due to loosening of the patella, nineteen (19) due to pain, fifty-seven (57) due to instability, nine (9) due to progressive arthritis remaining, twenty (20) due to stiffness, nine (9) due to wear of polyethylene component, nine (9) due to periprosthetic fracture, four (4) due to implant fracture, nine (9) due to lysis of the femur, seven (7) due to lysis of the tibia, fourteen (14) due to dislocation, six (6) due to implant dissociation, five (5) due to malalignment, one (1) due to leg length discrepancy, and twenty-two (22) due to other reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2006 and 25-Feb-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA in which a LEGION Constrained Oxinium Femoral Component was implanted in United Kingdom between 03-Apr-2006 and 25-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.3% (1.85%-2.86%) vs 4.37% (4.16%-4.59%) of the class;-At 3rd postoperative year: 5.32% (4.6%-6.15%) vs 9.82% (9.50%-10.15%) of the class;-At 5th postoperative year: 7.6% (6.72%-8.6%) vs 12.54% (12.16%-12.92%) of the class;-At 10th postoperative year: 10% (8.91%-11.2%) vs 14.49% (16.01%-16.98%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the LEGION Constrained Oxinium Femoral Component demonstrating lower revision rates across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for 1st Revision TKA:Aseptic loosening Femur, Aseptic loosening Tibia.",63,Male,,4/23/2018,12/15/2025,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288221-1-L292,6/27/2025,7/15/2026,5/7/2026,LEGION Total Knee System,LEGION Constrained OXINIUM Femoral Component Right Sz 8,71421178,15MM15578A,71421178,,03596010543943,K043440,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 using a LEGION Constrained Oxinium Femoral Component. Of these, one (1) knee required re-revision surgery due to Infection.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 in which a LEGION Constrained Oxinium Femoral Component was implanted. Of these, two hundred and ninety-nine (299) knees required re-revision due to the following reasons: one hundred twenty-four (124) knees due to infection, forty-eight (48) due to loosening of the tibia, twenty-six (26) due to loosening of the femur, twelve (12) due to loosening of the patella, nineteen (19) due to pain, fifty-seven (57) due to instability, nine (9) due to progressive arthritis remaining, twenty (20) due to stiffness, nine (9) due to wear of polyethylene component, nine (9) due to periprosthetic fracture, four (4) due to implant fracture, nine (9) due to lysis of the femur, seven (7) due to lysis of the tibia, fourteen (14) due to dislocation, six (6) due to implant dissociation, five (5) due to malalignment, one (1) due to leg length discrepancy, and twenty-two (22) due to other reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2006 and 25-Feb-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA in which a LEGION Constrained Oxinium Femoral Component was implanted in United Kingdom between 03-Apr-2006 and 25-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.3% (1.85%-2.86%) vs 4.37% (4.16%-4.59%) of the class;-At 3rd postoperative year: 5.32% (4.6%-6.15%) vs 9.82% (9.50%-10.15%) of the class;-At 5th postoperative year: 7.6% (6.72%-8.6%) vs 12.54% (12.16%-12.92%) of the class;-At 10th postoperative year: 10% (8.91%-11.2%) vs 14.49% (16.01%-16.98%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the LEGION Constrained Oxinium Femoral Component demonstrating lower revision rates across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for 1st Revision TKA:Infection.,70,Male,98,12/13/2018,6/27/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288221-1-L293,7/3/2025,7/15/2026,5/7/2026,LEGION Total Knee System,LEGION Constrained OXINIUM Femoral Component Left Sz 7,71421167,16km17176,71421167,,03596010543868,K043440,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 using a LEGION Constrained Oxinium Femoral Component. Of these, one (1) knee required re-revision surgery due to Instability/Aseptic loosening Patella.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 in which a LEGION Constrained Oxinium Femoral Component was implanted. Of these, two hundred and ninety-nine (299) knees required re-revision due to the following reasons: one hundred twenty-four (124) knees due to infection, forty-eight (48) due to loosening of the tibia, twenty-six (26) due to loosening of the femur, twelve (12) due to loosening of the patella, nineteen (19) due to pain, fifty-seven (57) due to instability, nine (9) due to progressive arthritis remaining, twenty (20) due to stiffness, nine (9) due to wear of polyethylene component, nine (9) due to periprosthetic fracture, four (4) due to implant fracture, nine (9) due to lysis of the femur, seven (7) due to lysis of the tibia, fourteen (14) due to dislocation, six (6) due to implant dissociation, five (5) due to malalignment, one (1) due to leg length discrepancy, and twenty-two (22) due to other reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2006 and 25-Feb-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA in which a LEGION Constrained Oxinium Femoral Component was implanted in United Kingdom between 03-Apr-2006 and 25-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.3% (1.85%-2.86%) vs 4.37% (4.16%-4.59%) of the class;-At 3rd postoperative year: 5.32% (4.6%-6.15%) vs 9.82% (9.50%-10.15%) of the class;-At 5th postoperative year: 7.6% (6.72%-8.6%) vs 12.54% (12.16%-12.92%) of the class;-At 10th postoperative year: 10% (8.91%-11.2%) vs 14.49% (16.01%-16.98%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the LEGION Constrained Oxinium Femoral Component demonstrating lower revision rates across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for 1st Revision TKA:Instability, Other.",61,Male,,5/28/2019,7/3/2025,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288221-1-L294,8/19/2025,7/15/2026,5/7/2026,LEGION Total Knee System,LEGION Constrained OXINIUM Femoral Component Right Sz 4,71421174,18jm01019,71421174,,03596010543905,K043440,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 using a LEGION Constrained Oxinium Femoral Component. Of these, one (1) knee required re-revision surgery due to Instability.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 in which a LEGION Constrained Oxinium Femoral Component was implanted. Of these, two hundred and ninety-nine (299) knees required re-revision due to the following reasons: one hundred twenty-four (124) knees due to infection, forty-eight (48) due to loosening of the tibia, twenty-six (26) due to loosening of the femur, twelve (12) due to loosening of the patella, nineteen (19) due to pain, fifty-seven (57) due to instability, nine (9) due to progressive arthritis remaining, twenty (20) due to stiffness, nine (9) due to wear of polyethylene component, nine (9) due to periprosthetic fracture, four (4) due to implant fracture, nine (9) due to lysis of the femur, seven (7) due to lysis of the tibia, fourteen (14) due to dislocation, six (6) due to implant dissociation, five (5) due to malalignment, one (1) due to leg length discrepancy, and twenty-two (22) due to other reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2006 and 25-Feb-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA in which a LEGION Constrained Oxinium Femoral Component was implanted in United Kingdom between 03-Apr-2006 and 25-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.3% (1.85%-2.86%) vs 4.37% (4.16%-4.59%) of the class;-At 3rd postoperative year: 5.32% (4.6%-6.15%) vs 9.82% (9.50%-10.15%) of the class;-At 5th postoperative year: 7.6% (6.72%-8.6%) vs 12.54% (12.16%-12.92%) of the class;-At 10th postoperative year: 10% (8.91%-11.2%) vs 14.49% (16.01%-16.98%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the LEGION Constrained Oxinium Femoral Component demonstrating lower revision rates across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for 1st Revision TKA:Aseptic loosening Tibia.,60,Female,,6/6/2019,8/19/2025,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288221-1-L295,8/19/2025,7/15/2026,5/7/2026,LEGION Total Knee System,LEGION Constrained OXINIUM Femoral Component Right Sz 7,71421177,18LM03029,71421177,,03596010543936,K043440,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 using a LEGION Constrained Oxinium Femoral Component. Of these, one (1) knee required re-revision surgery due to Infection.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 in which a LEGION Constrained Oxinium Femoral Component was implanted. Of these, two hundred and ninety-nine (299) knees required re-revision due to the following reasons: one hundred twenty-four (124) knees due to infection, forty-eight (48) due to loosening of the tibia, twenty-six (26) due to loosening of the femur, twelve (12) due to loosening of the patella, nineteen (19) due to pain, fifty-seven (57) due to instability, nine (9) due to progressive arthritis remaining, twenty (20) due to stiffness, nine (9) due to wear of polyethylene component, nine (9) due to periprosthetic fracture, four (4) due to implant fracture, nine (9) due to lysis of the femur, seven (7) due to lysis of the tibia, fourteen (14) due to dislocation, six (6) due to implant dissociation, five (5) due to malalignment, one (1) due to leg length discrepancy, and twenty-two (22) due to other reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2006 and 25-Feb-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA in which a LEGION Constrained Oxinium Femoral Component was implanted in United Kingdom between 03-Apr-2006 and 25-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.3% (1.85%-2.86%) vs 4.37% (4.16%-4.59%) of the class;-At 3rd postoperative year: 5.32% (4.6%-6.15%) vs 9.82% (9.50%-10.15%) of the class;-At 5th postoperative year: 7.6% (6.72%-8.6%) vs 12.54% (12.16%-12.92%) of the class;-At 10th postoperative year: 10% (8.91%-11.2%) vs 14.49% (16.01%-16.98%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the LEGION Constrained Oxinium Femoral Component demonstrating lower revision rates across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for 1st Revision TKA:Infection.,61,Male,,11/22/2019,8/19/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288221-1-L296,3/12/2025,7/15/2026,5/7/2026,LEGION Total Knee System,LEGION Constrained OXINIUM Femoral Component Left Sz 6,71421166,20cm03091,71421166,,03596010543851,K043440,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 using a LEGION Constrained Oxinium Femoral Component. Of these, one (1) knee required re-revision surgery due to Aseptic loosening Femur/Aseptic loosening Tibia/Aseptic loosening Patella.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 in which a LEGION Constrained Oxinium Femoral Component was implanted. Of these, two hundred and ninety-nine (299) knees required re-revision due to the following reasons: one hundred twenty-four (124) knees due to infection, forty-eight (48) due to loosening of the tibia, twenty-six (26) due to loosening of the femur, twelve (12) due to loosening of the patella, nineteen (19) due to pain, fifty-seven (57) due to instability, nine (9) due to progressive arthritis remaining, twenty (20) due to stiffness, nine (9) due to wear of polyethylene component, nine (9) due to periprosthetic fracture, four (4) due to implant fracture, nine (9) due to lysis of the femur, seven (7) due to lysis of the tibia, fourteen (14) due to dislocation, six (6) due to implant dissociation, five (5) due to malalignment, one (1) due to leg length discrepancy, and twenty-two (22) due to other reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2006 and 25-Feb-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA in which a LEGION Constrained Oxinium Femoral Component was implanted in United Kingdom between 03-Apr-2006 and 25-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.3% (1.85%-2.86%) vs 4.37% (4.16%-4.59%) of the class;-At 3rd postoperative year: 5.32% (4.6%-6.15%) vs 9.82% (9.50%-10.15%) of the class;-At 5th postoperative year: 7.6% (6.72%-8.6%) vs 12.54% (12.16%-12.92%) of the class;-At 10th postoperative year: 10% (8.91%-11.2%) vs 14.49% (16.01%-16.98%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the LEGION Constrained Oxinium Femoral Component demonstrating lower revision rates across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for 1st Revision TKA:Aseptic loosening Femur, Aseptic loosening Tibia, Stiffness, Aseptic loosening Patella.",63,Male,,12/4/2020,3/12/2025,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288221-1-L297,2/9/2026,7/15/2026,5/7/2026,LEGION Total Knee System,LEGION Constrained OXINIUM Femoral Component Right Sz 6,71421176,19km09804,71421176,,03596010543929,K043440,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 using a LEGION Constrained Oxinium Femoral Component. Of these, one (1) knee required re-revision surgery due to Aseptic loosening Tibia.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 in which a LEGION Constrained Oxinium Femoral Component was implanted. Of these, two hundred and ninety-nine (299) knees required re-revision due to the following reasons: one hundred twenty-four (124) knees due to infection, forty-eight (48) due to loosening of the tibia, twenty-six (26) due to loosening of the femur, twelve (12) due to loosening of the patella, nineteen (19) due to pain, fifty-seven (57) due to instability, nine (9) due to progressive arthritis remaining, twenty (20) due to stiffness, nine (9) due to wear of polyethylene component, nine (9) due to periprosthetic fracture, four (4) due to implant fracture, nine (9) due to lysis of the femur, seven (7) due to lysis of the tibia, fourteen (14) due to dislocation, six (6) due to implant dissociation, five (5) due to malalignment, one (1) due to leg length discrepancy, and twenty-two (22) due to other reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2006 and 25-Feb-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA in which a LEGION Constrained Oxinium Femoral Component was implanted in United Kingdom between 03-Apr-2006 and 25-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.3% (1.85%-2.86%) vs 4.37% (4.16%-4.59%) of the class;-At 3rd postoperative year: 5.32% (4.6%-6.15%) vs 9.82% (9.50%-10.15%) of the class;-At 5th postoperative year: 7.6% (6.72%-8.6%) vs 12.54% (12.16%-12.92%) of the class;-At 10th postoperative year: 10% (8.91%-11.2%) vs 14.49% (16.01%-16.98%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the LEGION Constrained Oxinium Femoral Component demonstrating lower revision rates across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for 1st Revision TKA:Infection, Lysis Femur, Lysis Tibia.",56,Male,,3/29/2021,2/9/2026,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288221-1-L298,6/13/2025,7/15/2026,5/7/2026,LEGION Total Knee System,LEGION Constrained OXINIUM Femoral Component Left Sz 8,71421168,18A,71421168,,03596010543875,K043440,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 using a LEGION Constrained Oxinium Femoral Component. Of these, one (1) knee required re-revision surgery due to Infection.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 in which a LEGION Constrained Oxinium Femoral Component was implanted. Of these, two hundred and ninety-nine (299) knees required re-revision due to the following reasons: one hundred twenty-four (124) knees due to infection, forty-eight (48) due to loosening of the tibia, twenty-six (26) due to loosening of the femur, twelve (12) due to loosening of the patella, nineteen (19) due to pain, fifty-seven (57) due to instability, nine (9) due to progressive arthritis remaining, twenty (20) due to stiffness, nine (9) due to wear of polyethylene component, nine (9) due to periprosthetic fracture, four (4) due to implant fracture, nine (9) due to lysis of the femur, seven (7) due to lysis of the tibia, fourteen (14) due to dislocation, six (6) due to implant dissociation, five (5) due to malalignment, one (1) due to leg length discrepancy, and twenty-two (22) due to other reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2006 and 25-Feb-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA in which a LEGION Constrained Oxinium Femoral Component was implanted in United Kingdom between 03-Apr-2006 and 25-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.3% (1.85%-2.86%) vs 4.37% (4.16%-4.59%) of the class;-At 3rd postoperative year: 5.32% (4.6%-6.15%) vs 9.82% (9.50%-10.15%) of the class;-At 5th postoperative year: 7.6% (6.72%-8.6%) vs 12.54% (12.16%-12.92%) of the class;-At 10th postoperative year: 10% (8.91%-11.2%) vs 14.49% (16.01%-16.98%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the LEGION Constrained Oxinium Femoral Component demonstrating lower revision rates across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for 1st Revision TKA:Instability.,81,Male,,5/19/2022,6/13/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288221-1-L299,1/2/2026,7/15/2026,5/7/2026,LEGION Total Knee System,LEGION Constrained OXINIUM Femoral Component Right Sz 5,71421175,22km06156,71421175,,03596010543912,K043440,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 using a LEGION Constrained Oxinium Femoral Component. Of these, one (1) knee required re-revision surgery due to Infection.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of three thousand five hundred and seven (3,507) knees underwent revision TKA between 03-Apr-2006 and 25-Feb-2026 in which a LEGION Constrained Oxinium Femoral Component was implanted. Of these, two hundred and ninety-nine (299) knees required re-revision due to the following reasons: one hundred twenty-four (124) knees due to infection, forty-eight (48) due to loosening of the tibia, twenty-six (26) due to loosening of the femur, twelve (12) due to loosening of the patella, nineteen (19) due to pain, fifty-seven (57) due to instability, nine (9) due to progressive arthritis remaining, twenty (20) due to stiffness, nine (9) due to wear of polyethylene component, nine (9) due to periprosthetic fracture, four (4) due to implant fracture, nine (9) due to lysis of the femur, seven (7) due to lysis of the tibia, fourteen (14) due to dislocation, six (6) due to implant dissociation, five (5) due to malalignment, one (1) due to leg length discrepancy, and twenty-two (22) due to other reasons. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2006 and 25-Feb-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand five hundred and seven (3,507) knees underwent revision TKA in which a LEGION Constrained Oxinium Femoral Component was implanted in United Kingdom between 03-Apr-2006 and 25-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.3% (1.85%-2.86%) vs 4.37% (4.16%-4.59%) of the class;-At 3rd postoperative year: 5.32% (4.6%-6.15%) vs 9.82% (9.50%-10.15%) of the class;-At 5th postoperative year: 7.6% (6.72%-8.6%) vs 12.54% (12.16%-12.92%) of the class;-At 10th postoperative year: 10% (8.91%-11.2%) vs 14.49% (16.01%-16.98%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the LEGION Constrained Oxinium Femoral Component demonstrating lower revision rates across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for 1st Revision TKA:Aseptic loosening Femur, Aseptic loosening Tibia, Lysis Femur, Lysis Tibia, Wear of Polyethylene Component.",84,Male,,5/30/2025,1/2/2026,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00326365-1-L1,9/24/2019,7/15/2026,5/7/2026,LEGION Total Knee System ,LEGION CR NP FEM SZ 5 LT,71423205,16KM09786,71423205,,00885556029442,K230653,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of forty (40) knees underwent revision TKA between 07-Mar-2012 and 13-Oct-2025 in which a LEGION CR Oxinium Femoral Component was implanted. Of these, one (1) knee required re-revision due to unexplained pain.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of forty (40) knees underwent revision TKA between 07-Mar-2012 and 13-Oct-2025 in which a LEGION CR Oxinium Femoral Component was implanted. Of these, one (1) knee required re-revision due to unexplained pain.;Timeframe of Registry Data: Implantations conducted between 07-Mar-2012 and 13-Oct-2025 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty (40) knees underwent revision TKA in which a LEGION CR Oxinium Femoral Component was implanted in United Kingdom between 07-Mar-2012 and 13-Oct-2025. The low number of implant usage makes the statistical model not reliable for comparison to class average. With only one revision reported, no meaningful conclusions can be made regarding the performance of the LEGION CR Oxinium Femoral Component in revision TKA.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for 1st Revision: Unexplained pain,74,Female,,9/26/2017,9/24/2019,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;